Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the early tavr clinical trial, a patient underwent a transthoracic echocardiogram (tte) 4 years and 2 months after receiving a transcatheter aortic valve replacement (tavr) implant. The tte indicated a functioning transcatheter heart valve (thv) with moderate stenosis. Eight months later, the patient reported chest pain while walking and contacted triage. A subsequent tte revealed severe stenosis of the thv, with a mean gradient of 39mmhg, which did not support the initial suspicion of a heart attack. At the 5-year follow-up, a tte confirmed severe stenosis, characterized by severely thickened leaflets and markedly reduced excursion. The plan includes a repeat CT scan and consideration of reintervention.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU) and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the medical records provided. A review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. As reported, "the progress note indicated that the patient underwent transcatheter aortic valve replacement (tavr) five years ago. The patient has done well, but over the past year, there has been evidence of progressive degeneration of the aortic valve prosthesis." In this case, due to limited information, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Update to b5. Correction to h6; impact code, clinical code, device code, and type of investigation. The investigation is ongoing.

Event description:
The 4-year and 10-month transthoracic echocardiogram (tte) showed a left ventricular ejection fraction (lvef) of 60-65%. The bioprosthetic aortic valve indicated severe stenosis with trivial regurgitation, and the aortic valve (av) mean gradient was 39 mmhg. The 5-year and 28-day tte revealed a lvef of 68%. The bioprosthetic aortic valve leaflets were severely thickened with markedly reduced leaflet excursion, indicating severe stenosis with no paravalvular leak and trivial regurgitation. The av mean gradient was 39 mmhg, and the aortic valve area (ava) was 0.92 cm2. The progress note indicated that the patient underwent transcatheter aortic valve replacement (tavr) five years ago. The patient has done well, but over the past year, there has been evidence of progressive degeneration of the aortic valve prosthesis. The patient has experienced new exertional chest pain symptoms that are relieved with rest, with no associated symptoms at rest or prolonged episodes. Hypo-attenuated leaflet thickening (halt) was detected on the patient's CT scan, and coumadin was initiated. The impression was severe, symptomatic degenerative aortic valve prosthesis with exertional chest pain. The plan includes a CT scan for valve-in-valve (viv) purposes and to determine if halt is resolved with coumadin.